Event description:
It was reported that the 3.0x19 mm graftmaster stent delivery system (sds) was being used to treat a perforation that occurred in the saphenous vein graft to the obtuse marginal; however, the graftmaster sds failed to cross the lesion. A balloon catheter was used to seal the perforation successfully. There were no adverse patient effects or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.